Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. It is unclear from the information provided when the product issue occurred. The patient reported that the product issue began when he obtained alleged inaccurately erratic results which were obtained within 20 minutes of each other. The patient was not able to provide the meter readings. As no meter readings were provided, lfs cannot confirm any inaccuracy from the data provided. The patient manages his diabetes with insulin ¿ self adjusted and he denied making any changes to his usual diabetes management routine in response to the alleged product issue. The patient reported that 2 hours after the start of the alleged product issue, he began to develop the symptoms of feeling ¿shaky, sweaty, thirsty, sluggish and sleepy¿. The patient reported that, in response to these symptoms, he received treatment from a healthcare practitioner (hcp) but was unable to provide details of any specific treatment received other than stating that his hcp advised him that ¿he should get another meter to test¿. The patient reported that he tested his blood glucose on another device but was unable to provide any details regarding the result(s). During troubleshooting, the csr confirmed that the results were obtained from the same approved sample site, the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, the test strips had been stored correctly and had not expired and the test strip vial was not cracked. The csr was unable to walk the patient through a control solution test as the patient did not have control solution. No replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event, after he obtained alleged inaccurately erratic results with the subject meter.